Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Insulin pump received with high current due to moisture damage at the electronic assembly noted. Power loss alarm and low battery alarm confirmed in the long trace and pump history due to moisture damage at the electronic assembly noted.

Event description:
Information received by medtronic indicated that customer received a new battery cap, it did not solve the issues with the replacing of the battery every 12 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.